Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was dislodged. When the physician tried to reposition the lead the helix would not extend once retracted. The patient underwent a surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.